Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the anvil was detached during use, and was removed safely from an apertura. No tissue loss/damage and no bleeding occurred as a result. A new instrument of different type was used to complete the procedure. Surgery time was extended by 45 minutes. No pt injury was reported, and no pt details were disclosed.